Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ necrosis-ndr: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as fold flaw opening. Additional observations: ¿ no other observation observed.

Event description:
Healthcare professional reported right side "rounded on chest." Follow-up findings revealed the "round on chest" was caused of the necrosis the patient was experiencing. The necrosis was not device related. Healthcare professional reported right side possible rupture and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rounded on chest". Follow-up findings revealed, the "round on chest" was caused of the necrosis, the patient was experiencing. The necrosis was not device related. Healthcare professional reported, right side possible rupture. And exchange from a textured to smooth breast implant, due to the patient¿s concern with the product. Device has been explanted and replaced.